Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery because the device stopped working. A surgical procedure was performed, during which a fluid loss was noted; however, its source was not detailed. The existing ipp was remove and a new malleable device was implanted, at the request of the patient. There were no patient complications reported.

Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. Visual inspection of cylinder 1 revealed that there were buckling folds in the middle of its body and in addition, there was a hole in the outer tube from tool damage in the proximal end of the cylinder and the kink resistant tubing (krt) was worn to the filament. Visual inspection of cylinder 2 identified damage due to a sharp instrument in the proximal end of the cylinder body. In addition, cylinder 2 body had wear from the krt and wear at a fold in the middle and distal end of its body. Both cylinders passed the leakage test. The pump was visually and microscopically inspected, and leak tested. During visual examination it was noted that all the krt were worn to the filament. Microscope observation revealed bodily fluid contamination within the component. No leaks were identified din the pump. The reservoir was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the reservoir. Based on the information available and analysis results, the reported clinical observations of device stopped working and a fluid leak could not be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery because the device stopped working. A surgical procedure was performed, during which a fluid loss was noted; however, its source was not detailed. The existing ipp was remove and a new malleable device was implanted, at the request of the patient. There were no patient complications reported.